Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, while unpacking, one of the jaws was found to be slightly bent. The forceps device was then functionally tested by opening the jaws, and the same jaw was bent to the left. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, while unpacking, one of the jaws was found to be slightly bent. The forceps device was then functionally tested by opening the jaws, and the same jaw was bent to the left. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found that the jaws were misaligned. Further analysis revealed that the jaws were bent at the tang holes. Functionally, the jaws were able to be actuated, but failed to close properly due to the misalignment. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint of bent jaw. The evaluation found that both jaws were bent at the tang holes. Reportedly, this issue was observed after unpacking the device. Therefore, the most probable root cause is manufacturing. An investigation is underway to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.